Event description:
It was reported that during a prostate procedure, clips would not advance. Only several clips were released. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
The analysis results for the mcl20 instrument (a) confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument, the anti-backup lever and the feed bar were disengaged, therefore, not allowing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on regular basis to determine if further investigation is warranted. The analysis results for the mcl20 instrument (b) confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument, the anti-backup lever and the feed bar were disengaged, therefore, not allowing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.